Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained morphine sulfate 10.0mg/ml; bupivicaine 40mg/ml and compounded baclofen 200mcg/ml. The infusion rate was 0.18 ml/day with a patient activated dose of 0.166 mg.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis revealed that there was propellant in the pump. It was difficult to push liquid into or remove from the reservoir. Drug residue was noted within the reservoir bellows and the fluid path. The pump passed final functional flow testing. Final device analysis: residue build-up in the reservoir bellows. The patient expired on (B)(6) 2008; the pump was returned on 4/23/2008.